Event description:
It was reported that the lead was explanted and replaced due to high capture threshold. The patient condition was okay after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.